Event description:
During a premature ventricular contractions ablation procedure, the mapping catheter was removed from the patient to be inserted via arterial access. Upon removal, it was noted that the metallic connection at the distal end (connecting the splines together) was not tightly fastened on the catheter. This was not noticed at the start of the procedure, and was suspected that it could have been due to entanglement with the ice catheter. A different hd grid catheter was used to finish the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. No damage was noted to the catheter paddle. Review of the device history record was not possible as the lot number is unknown. The cause of the reported entanglement and damage remains unknown.